Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that due to a malfunction of a 980 ventilator the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.